Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance measurement of 200 ohms due to lead fracture secondary to clavicular crush. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.